Event description:
It was reported to philips that the system was unable to boot. The device was not in clinical use at the time of the event. No harm to the patient or user was reported. Philips has started an investigation of this complaint.

Manufacturer narrative:
Philips has investigated this complaint. The philips field service engineer (fse) inspected the system onsite and confirmed that the image workstation (iw) system was not booting. Upon functional testing, the fse found that the software was not operating correctly. To resolve the issue, the fse reinstalled the iw system software and reconfigured all system data. After this, the system was returned to use in good working order. The codes were updated based on the investigation outcome.